Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, clamp function test, and device-device interaction testing (sample ran on machine). All functional testing performed was acceptable and product met specification. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette. The event occurred during fill one of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.